Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was that the patient did not have appropriate coverage with spinal cord stimulator (scs). There was inadequate pain coverage. The patient reported that the leads were not covering the pain to the right thigh were the pain level was high. The patient wanted the leads to move from left to right in order to cover it well. The outcome was resolved without sequelae. Interventions included repositioning. Diagnostic methods included fluoroscopy examination. The leads were replaced from left to right. The etiology was noted as possibly related to the device or therapy and not related to an implant procedure. The etiology was noted as related to the leads which were connected to the device. Relevant medical history included: sciatic nerve injury, spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.